Event description:
This study patient underwent carotid artery stent implantation and two days post index procedure experienced an ischemic stroke. This is a male patient with medical history including prior stenting of the right carotid artery, coronary artery disease, previous transient ischemic attack (tia), hypertension, and post-radiation treatment for lymphoma of the neck. This patient meets the high-risk criteria of post radiation treatment. The target lesion was right proximal to mid internal carotid artery described as mildly tortuous, eccentric with thrombus present and 70% stenotic. An angioguard was inserted, tracked, deployed and retrieved (without debris) without report of difficulties. The lesion was not pre-dilated. One precise was implanted distal to the target lesion to overlap a previously implanted stent, and a second precise was implanted at the target lesion overlapping the initial stent. No thrombus was noted post-stent deployment. Heparin was administered during the procedure. The patient left the angiography suite without neurological deficit, and was discharged the following day. Discharge medications included plavix. Two days post procedure, the patient presented with weakness, dysphagia, blurred vision, and dizziness. This was diagnosed as an ischemic stroke. An initial CT of the head was negative; however, another CT done three days after the event revealed right-sided subacute infarcts with no hemorrhage. The event was treated briefly with heparin IV therapy. A CT of the neck revealed occlusions of both common carotid arteries with no flow to the stents, severe atherosclerotic disease involving the extra-cranial cerebral vasculature, and probable severe stenosis of both subclavian arteries. The patient had a partial recovery with residual left-sided weakness and left facial weakness. According to the investigator, the event was not related to cordis products.

Event description:
The customer stated the architect i2000 was generating a large number of error code 1007 (unable to process test, activated read failure) messages. The customer was advised to perform troubleshooting procedures and was asked the lot number of reaction vessels used on the analyzers. The customer was advised to change the lot of reaction vessels and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.